Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) on three times after experiencing elevated blood glucose (bg) levels between 300 to above 600 (mg/dl) and large ketones. The dates of the ER visits were not provided. Reportedly, the customer believes the pump was not properly functioning at the time the events occurred. While in the ER, the customer was treated with intravenous insulin and fluids. The customer was removed from pump therapy on one occasion and reverted to manual injections for a few days. Reportedly, each ER visit lasted 10-12 hours and the customer was released with bg levels between 150-270 (mg/dl).